Manufacturer narrative:
A complete manufacturing and material records review for the component has been performed. The results confirmed that the component satisfied all material, visual and performance standards required at the time of manufacture and release. After decontamination, the valve was visually inspected without observing any macroscopic anomalies and/or pre-existing defects according to the specifications. The replication of collapsing phases was performed using the returned valve pvs 21/s and an accessory kit demo, in order to attempt to reproduce the reported event. No problems were encountered in the collapsing phase, and the replication has been completed with a good result. During the valve deployment and ballooning phase in the silicon aortic root (size 21), no problems were encountered. The valve positioning and sealing at the annulus level were guaranteed. The valve has remained fixed inside the annulus without showing significant anomalies. In particular respect peculiar behaviors suggesting a possible impingement. Inserting some water in the aortic root from the outflow side, and considering the static conditions of the test, no paravalvular leaks were observed during the simulation and the water level remained stable under the leaflets free edge. Based on the performed analyses, it is possible to exclude the relationship between the reported issue and the returned device quality. Based on the information provided and the investigations provided no device related malfunctions were identified. At this time the root cause of the event cannot be established.

Manufacturer narrative:
The device was returned to the manufacturer. Once the adverse event was identified by the manufacturer the following investigations were performed. After decontamination, the valve was visually inspected without observing any macroscopic anomalies and/or pre-existing defects according to the specifications. The replication of collapsing phases was performed using the returned valve pvs 21/s and an accessory kit demo, in order to attempt to reproduce the reported event. No problems were encountered in the collapsing phase, and the replication has been completed with a good result. During the valve deployment and ballooning phase in the silicon aortic root (size 21), no problems were encountered. The valve positioning and sealing at the annulus level were guaranteed. The valve has remained fixed inside the annulus without showing significant anomalies. In particular respect peculiar behaviors suggesting a possible impingement. Inserting some water in the aortic root from the outflow side, and considering the static conditions of the test, no paravalvular leaks were observed during the simulation and the water level remained stable under the leaflets free edge. Based on the performed analyses, it is possible to exclude the relationship between the reported issue and the returned device quality.

Event description:
A perceval was implanted on (B)(6) 2020 as part of an avr. The patient was decalcified and a left atrial appendectomy was performed concomitantly. The perceval valve was implanted with no problems. After declamping, when the valve was checked via echo, a rupture on the annuals on lcc side was confirmed. The valve was explanted and inspiris (19mm) was implanted. The extended surgery time is 60 minutes. The patient was discharged.